Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause could not be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event

Event description:
Tf 233004 this customer in(B)(6) 2020 had 233003 & 233004 they sent the unit to reno and the pressure sensor assembly and cable from the pressure sensor assembly to the control board were replaced. This customer has had a lot of c1's with these faults do we have any idea what could be causing this?